Event description:
This is one of two reports the hosp received indicating the abbott plum pumps are not registering the decimal point consistently. In this particular instance, a heparin drip was initiated at a rate of 11.5 cc. Two hrs later the bag was noted to be empty. The rate on the pump registered 115 rather than 11.5, therefore the pt received 23,000 units. The heparin was discontinued and coagulation studies were done. There were no sequela to the pt. It has been noted that the decimal button has to be pressed with a certain amount of pressure, otherwise it does not register. The button does not appear to be sensitive enough.